Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump. It was reported the patient was refilled on (B)(6) 2020 and the patient was admitted to the intensive care unit (ICU) after experiencing overdose symptoms following the refill appointment. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the patient's symptoms. The pump was interrogated and set to minimum rate based on the request from the managing physician. It was unknown if the issue had resolved as of (B)(6) 2020. The patient's status was provided as alive, no injury. The patient's weight, medical history, and other medications being taken at the time of the event were not available. Additional information was received from the manufacturing representative (rep). The rep was informed of the event by the staff at the ICU. It was unknown what symptoms the patient experienced. The symptoms were not described to the rep. It was unknown what time the patient was refilled on (B)(6) and unknown when the patient was admitted to the ICU. The cause of the patient's symptoms was unknown. It was unknown if a device or procedure related issue was alleged or suspected as the cause of the patient's symptoms. The rep confirmed the programmed dose was consistent with the doctor's orders. It was unknown how the patient was doing at the time of the report, (B)(6) 2020.